Event description:
It was reported that during an implant attempt, the ventricular lead would not go past the proximal port of the implantable pulse generator (ipg). Due to the fact that there was no contact, there was about a 12 second pause. It was indicated that the atrial lead was tried in the atrial port and fit properly, and when tried in the ventricular port the lead would not go past the first setscrew either. The ipg was removed and another device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.